Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 1) hi (greater than 33.3 mmol/l) and 10.6 mmol/l 2) 3.2 mmol/l and 10.3 mmol/l (both results were found in the meter memory during investigation) 3) hi and 13.7 mmol/l 4) hi and 21.7 mmol/l (the last result was found in the meter memory during investigation) the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device.